Event description:
It was reported that the pump battery would not charge, even though the caller used a tandem charging cable and attempted to charge it via a wall outlet. There was no adverse impact to the customer's blood glucose level. The caller tried various troubleshooting steps, such as using a different wall outlet, wall adapter, and charging cable, but the issue remained unresolved. The pump was not replaced as it was out of warranty.